Event description:
During (B)(6), I was treated with electro convulsive shock -ect- therapy. I was depressed and suicidal. No one asked about why I was suicidal and depressed. Instead, I was treated with shock therapy which I later discontinued myself. I believe that using that type of extreme and potentially hazardous treatment without determining the driving forces of depression and anxiety is unconscionable and abusive. The bottom line: there are well-documented research outcomes that verify the therapeutic effects of different types of therapy that involve disclosure and dialogue about psychological issues. To ignore them and use ect instead, is tantamount to criminal negligence. Frequency: every other day 2xs a month. Dates of use: (B)(6) 2009. My ect treatment was conducted at (B)(6). The use of the device is my issue rather than the piece of equipment.